Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). The physician selected a 2.4mm jetstream xc catheter to advance over a non bsc guidewire. Sometime during the procedure the catheter got stuck on the guidewire. The physician added rotaglide mix in the bag. The devices were removed from the patient, the device filter was removed, a new filter inserted and the device worked fine. No patient complications were reported.